Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user received multiple occlusion alerts despite swapping supplies multiple times over several days. The user experienced hyperglycemia with blood glucose up to 400 mg/dl. The agent arranged for replacement supplies. No external assistance or medical intervention was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.